Event description:
It was reported a lead alert occurred due to rv tip to rv coil pacing lead impedance and rv defibrillation lead impedance were out of range. The defibrillation impedance alert was turned off however the pacing impedance alert was not disabled and the alert occurred again. Both alerts were then disabled. No oversensing was observed and no artifact was observed during patient maneuvers and pocket manipulation. The lead remains in use and the patient will be monitored. No patient complications have been reported as a result of this event.